Event description:
Pt treated with plate and screw fixation for distal femur fracture, returned to surgeon on unk date complaining of pain. X-rays showed a non-union of the distal femur along with 4 broken cortical screws, a conical screw that was backing out and an unk broken wire/cable. Pt was returned to the operating room on (B)(6) 2012 for hardware removal of the plate, 7 screws and wire/cable. Pt was revised to a longer plate bone graft. This is the 4th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.